Event description:
It was reported that, during surgery, the tip of a stem impactor rod broke when engaging the instrument to the synergy porous femoral component inside the patient. A replacement stem and pommel, both from smith and nephew, were used to complete the procedure. Surgery was delayed less than 30 minutes reported. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, during the thr the threaded tip broke off into the synergy stem. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event; however, it was reported that a replacement stem and pommel was used for implantation within a 0-30 minute surgical extension. Per the surgical technique [45610101 7138-0349 11/04] caution: do not use excessive force to seat the stem. The patient impact beyond the reported event and the modified surgical procedure with a replacement stem and pommel could not be determined, although no patient injury was reported. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.